Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complications experienced by the patient. According to the csr, none of the blue stapler 45 reloads that were used during da vinci-assisted surgical procedure are available for return to isi for evaluation. If additional information is received a follow-up medwatch report will be submitted to the FDA. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. According to the system logs, the stapler 45 instrument successfully fired 4 blue stapler 45 reloads. There were no incomplete clamps found. The stapler 45 instrument was also used in a subsequent da vinci-assisted surgical procedure on (B)(6) 2016. During the surgical procedure, the instrument fired 2 green stapler 45 reloads with no issues found. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted right hemicolectomy procedure, the patient allegedly experienced an anastomotic leak that required repair via an unspecified open surgical procedure. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted right hemicolectomy procedure, an anastomotic leak was allegedly found. As a result, the patient reportedly underwent another unspecified operation. On 08/02/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr confirmed that the da vinci-assisted surgical procedure was performed on (B)(6) 2016. He was not present during the surgical procedure which he also mentioned was not recorded on video. There were no reports of any intra-operative complications. There was also no allegation during the surgical procedure that a malfunction of the da vinci system, instruments, or accessories occurred. There were no reports of any malformed staples or issues with clamping or firing with the stapler 45 instrument that was used during the surgical procedure. The surgeon did not reinforce the staple line with sutures or buttress material. According to the csr, the surgical procedure was successfully completed. The csr did not know what date the patient presented with the anastomotic leak. To his knowledge, the patient underwent an open surgical procedure on an unspecified date to repair the anastomotic leak. The csr stated that none of the blue stapler 45 reloads that were used during the surgical procedure are available for return to isi for evaluation.